Manufacturer narrative:
A batch number was not provided, thus the date of manufacture is unknown. The device was not returned, and could not be evaluated. If add'l info becomes available, a supplemental report will be sent.

Event description:
Report was rec'd from the USA stating that the device was not functioning. It is unknown if the device was being used during surgery. It is known that there were no injuries. It is unknown if medical intervention was reported. The date of event is not known. There was no add'l info provided.